Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day the right ventricular (rv) lead was implanted it had a micro-dislodgment. It was noted the lead had high undefined pacing impedance and no capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.